Event description:
It was reported that the patient presented to the emergency room with pacemaker syndrome and symptoms of heart failure. The atrial lead has undersensing, loss of capture and diaphragmatic stimulation. The lead was found to have dislodged. The lead has been repositioned and is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.